Manufacturer narrative:
(B)(4). Additional information: it was reported that the patient was still being treated with antibiotics for the peritonitis event. On an unreported date, the patient¿s peritoneal fluid was clear and the patient was reported to be recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. One day after onset, the patient was hospitalized for the peritonitis event. On unreported date(s), the patient was treated with vancomycin injection 1000 milligrams (route, frequency, and duration not reported) and amikacin injection 100 milligrams (route, frequency, and duration not reported) for the peritonitis event. It was not reported if dianeal therapy was ongoing. It was not reported if the patient was recovered or was recovering from the peritonitis event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.